Event description:
The customer reported that the system was arcing. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep removed and replaced the x-ray tube and performed a calibration. The system functions as intended.